Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings:on investigation, the alleged bolus button issue was duplicated. The bolus button cover was torn and the button was unresponsive. Removal of the audio bolus button cover found contamination under the button contact and the contact actuator was inverted. The pump powered up to the verify screen with auditor and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display had a reddish contrast.